Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2007. Revision due to aseptic loosening.

Manufacturer narrative:
With review of all the available information, there is no allegation against the device's design, manufacturing or the labeling of the devices. The devices were not returned for evaluation. The most likely cause of the reported event is most likely the result of aseptic (non-infected) loosening of the femoral and/or tibial component, which damaged the bond of the implants to the bone. This device is used for treatment, not diagnosis.

Event description:
A revision total knee arthroplasty surgery for aseptic loosening of components was confirmed and the extraction of the old components was uneventful. There was no other information reported. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00122, 1038671-2018-00123, 1038671-2018-00124, 1038671-2018-00125 and 1038671-2018-00126.

Event description:
This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00122, 1038671-2018-00123, 1038671-2018-00124, 1038671-2018-00125 and 1038671-2018-00126.

Manufacturer narrative:
With review of all the available information, there is no allegation against the device's design, manufacturing or the labeling of the devices. The devices were not returned for evaluation. The most likely result of this event was an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening of the femoral and/or tibial component. However, this cannot be confirmed because the component was not returned for evaluation, and no x-rays were provided. Device evaluated by manufacturer.